Event description:
It was reported that during a knee surgery when using the device, the tip of the wick broke off in the joint. This incident occurred when the femoral tunnel was being made. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Visual evaluation noticed that the cutter tip was broken, cutter pins are missing, and one of tips of the distal shaft is damaged. Some biological tissues remain in the tip of the flip cutter. This indicates interference between drill sleeve guides. Without additional information, the cause remains undetermined. However, a probable cause could be attributed to prying of leveraging forces applied to the drill flipcutter.